Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior apical vaginal repair procedure using an uphold vaginal support system, the needle detached from a mesh leg assembly and was caught inside the capio device. The procedure was completed with another uphold vaginal support device, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corp that during an anterior apical vaginal repair procedure using an uphold vaginal support system, the needle detached from a mesh leg assembly and was caught inside the capio device. The procedure was completed with another uphold vaginal support device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and exp dates cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).